Manufacturer narrative:
(B)(4). Concomitant medical products: arcos 15x150mm spl tpr dist, pn 11-300815, ln 458710. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event. Please see report: 0001825034-2018-05922.

Event description:
It was reported patient alleged iliotibial band syndrome on an unknown date. Physical therapy was recommended. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.